Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Pressure ridges were observed on the staple guide, indicating that the instrument had staples at some point and it had been fired. The pusher fingers appeared to be intact and inspection under the microscope displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The cause of the observed secondary damage was misuse of the product. Replication of the observed secondary knife blade damage may occur if the instrument is applied over an obstruction. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #228730748: post market vigilance (pmv) received the device. The visual inspection of the staple guide noted the instrument was fully applied. Further inspection noted that the green bar was not visible in the indicator window and the safety feature was engaged. The staple guide was observed to be attached to the instrument with no damage to the staple guide. After actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed nicks on the knife blade. The anvil of the instrument was not received. Forwarded to ponce engineering for further evaluation of staple deployment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection on the anastomosis in rectum and colon, the device did not fire. The blade was able to cut the tissue, but no staples were fired. There was tissue loss and tissue damage. The surgical time was extended by more than 30 minutes. The patient hospitalization was also extended.